Event description:
It was reported, noise resulting in oversensing was observed on the right ventricular (rv) lead. Reprogramming has been previously performed. Lead damage was suspected. No additional intervention has been performed at this time. The patient was stable and will continue being monitored.